Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor arm cannot communicate with the main arm and software error detected. The customer's blood glucose level was 21 mmol/l at the time of the incident. The customer stated that the pump said pump failure and the screen went blank. The customer's settings were deleted. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The formatted history file confirmed pump error 53 alarm, line number 3294file number 26, and pump error 4 alarm due to software error. The insulin pump was received with scratched case, cracked case behind the pump near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.